Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device comes apart at the inner hose. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no additional information provided.